Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an e315 unsupported scope error. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the cause is when connecting 190 scope, due to using the scope cable maj-1430 together, the scope was not connected accurately, the endoscope cannot be used combined with this product. This product or the endoscope is failed. The event can be detected and prevented by following the instructions for use: instruction manual(gt6776). 1.ensure that the video system center and all connected devices are turned off. 2.connect the endoscope to the light source by referring to the instruction manual for the light source. Olympus will continue to monitor field performance for this device.